Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a comprehensive exam by their dentist and provided a letter of recommendation. The dentist states the seen the patient and did a comprehensive exam and full series of radiographs. Based on the dentist observations and signs and symptoms that they observed it is their professional opinion that the patient have orthodontic treatment under a direct observed licensed oral healthcare provider. The dentist found the prognosis for the patient is poor and with unmanaged orthodontic care, the patient's malocclusion poses the risk of worsening leading to periodontal disease and tooth loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.